Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o ring. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test or verify deficiency anomaly due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the customer was experiencing high blood glucose. Current blood glucose level was 160 mg/dl. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. High pressure test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.